Event description:
It was reported that an artificial urinary sphincter (aus) was removed due to incontinence. It was noted that the device had reached the end of its lifespan. There were no additional patient complications reported.